Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 2 devices were evaluated in the field and the issue was confirmed; the devices had damaged/broken components. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the bed exit alarm was not audible. There was no patient involvement.